Event description:
It was reported that the customer alarmed battery out of limit after the battery change. The customer attempted to clear the alarm, but she got a button error alarm. Troubleshooting could not be performed as customer was very nervous and she would go to the emergency room for insulin therapy until she gets the replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to test for operating currents or battery out limit alarm due to unresponsive buttons. No button error alarm observed during analysis. A scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads noted.